Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to helix complications resulting in helix retraction anomaly and high pacing thresholds and a new rv lead of a different model was placed. This lead will be returned. No adverse patient effects were reported.